Manufacturer narrative:
Returned device was received in worn physical condition. The right plunger case was cracked, on of the tubing guides was broken off and there was a cracked battery door and left plunger case. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the customer's reported issue. No problems were found with the functionality of the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was experiencing a force sensor error. There were no reported adverse events.